Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Additional information received stated that the device broke into 2 parts - thread particles. The device was not used during surgery.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument´s thread to hold the stem is defective/broken. It is no longer possible to fix the hip stem. No surgical delay, no part remaining in patient body, no adverse consequences for patient or user.